Manufacturer narrative:
E1: patient city: (B)(6) patient country: the united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported by the patient's mother that patient faced hyperglycemia event on (B)(6) 2025 the blood glucose level was 400 mg/dl and the patient was treated with correction via insulin pen. No further information was available.